Manufacturer narrative:
Additional details were received stating this lead had sustained a fracture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. There was no x-ray or fluoroscopy performed to identify the root cause of the clinical observations. Current performance with unipolar programming is allowing for normal device function. A revision procedure will most likely occur in the future. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure performed and this lead was removed from service and replaced. The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--